Event description:
Caller states the customer reportedly rec'd the following results on the performa sys within 10 minutes: 9.95 mmol/l, 18.5 mmol/l, 4.3 mmol/l, 4.3 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in another country.